Event description:
Info faxed 9-10-07 indicated that the vent's blending mixer started alarming and the oxygen percentage went to 90% and the vent became inoperative. It was in use with a pt, but customer's fax indicated there was no pt harm or injury.

Manufacturer narrative:
Vent manufactured 9/1991, no returns for service. Result code: ventilator received with shipping damage that made testing inconclusive. Report of alarm was verified. Conclusion that lack of recommended maintenance may have contributed to reported event. Device to be overhauled and returned to customer.